Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the guidewire was broken/split. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review:the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary:one guidewire from a hemostar 14.5 fr str x 23cm kit was returned for evaluation. It was noted that the outer coil wire was unraveled and stretched throughout, with the distal ends of both core wires visible and one core wire protruding from the outer coil wire. Based on these findings, the investigation is confirmed for the reported frayed guidewire. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Possible contributing factors include insertion technique and retraction of the guidewire against the introducer needle bevel. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during insertion the guidewire was found to be broken/split. Another device was used to complete the procedure. There was no reported patient injury.